Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-23189. It was reported the patient had been receiving inadequate coverage due to one of their leads migrating. As a result, the lead that migrated was explanted and replaced to address the issue. Note: both of the patient's leads are being reported as explanted because it's unknown which lead had migrated.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-23189.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.